Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device was cycling in and out of stand by. The device was investigated on site and the stand by valve was replaced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The replaced stand by valve was not returned for investigation. A search for the serial number of the device found that the standby valve was replaced half a year earlier than this complaint. The compressor mini circuit board has two pressure sensors, ps1 and ps2. Ps1 measure the pressure from the compressor, which is delivered to ventilator. Ps2 is used for detecting if wall gas is connected to the compressor, if the detected pressure is high enough, the compressor motor will turn off (standby mode) and the standby valve will re-route the wall gas to the ventilator. If no wall gas is connected, or if the wall gas is detected to be too low, the compressor motor will turn on, and deliver compressed air gas to the connected ventilator. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. If no oxygen is connected to the ventilator, the event could in worst case lead to stop of ventilation, alarms will be generated to alert the operator. As the standby valve was replaced already and the issue with low pressure alarm happened again, it could be an intermittent fault in the pcb that reads the pressure sensors that causing the alarm to trigger. As the faulty valve was not sent back for further investigation, it is not possible to establish the true cause of the reoccurred issue.

Event description:
It was reported that the compressor was going into standby unintendedly. There was no patient harm. Manufacturer ref. #: (B)(4).